Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was "high" mg/dl. Customer addressed the high bg with a correction bolus via pump. Later the customer was woken up by a 3rd party and given a manual dose injection to treat the elevated bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.